Manufacturer narrative:
Connector slid off rod post-op, no revision surgery is scheduled at this time. Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "the right s1 small trio connector slid off the xia rod."